Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: e2127 periprosthetic fracture.

Event description:
It was reported that, after a thr surgery that had been performed on an unknown date, the patient experienced femoral fracture. This adverse event was solved by a revision surgery on an unknown date, in which an evos periprosthetic proximal femur plate was implanted due to periprosthetic fracture. The current health status of patient is unknown.

Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for total-hip-systems reveals in the warnings and precautions section that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.